Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she has been experiencing skin irritation that the pt attributes to the sensor's adhesive. Pt additionally reports that insertion site is itchy, red and inflamed. Pt consulted with her physician and was recommended to clean the site with alcohol as well as to use neosporin on past insertion sites. At the time of her call to dexcom technical support, pt had inserted a new sensor and following her physician's directives.